Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. (B)(4). One 8 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to be exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the distal tip of the sheath. The digital force was applied to the anchor, suture unspoiled, and device deployed as intended. No other functional anomalies were noted with the device based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device suture locked. The device/sheath assembly was inserted into the puncture site and was attempted to be withdrawn to position the anchor. When device/sheath assembly was pulled, the suture locked and could not be pulled. The device/sheath assembly was immediately withdrawn and successfully removed. Ultrasonography was used to check inside the patient's body. Since no change was noted in the patient's vital signs, the physician determined that there was no problem and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The anchor and the suture were not found in the patient's body, and there was no sign of suture separation. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The blood loss was less than 250 cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product.